Manufacturer narrative:
During routine preventive maintenance (pm) testing at intuvie, the pump failed the ground resistance test, measuring 0.608 ohms, which exceeds the acceptance criterion of < 0.1 ohms. The failure mode was confirmed during testing. The probable cause was determined to be a component failure. Corrective action will include replacement of the power filter to resolve the issue. Reference to complaint # (B)(4).

Event description:
During routine preventive maintenance (pm) testing at intuvie, the pump failed the ground resistance test, measuring 0.608 ohms, which exceeds the acceptance criterion of < 0.1 ohms. The failure mode was confirmed during testing. The probable cause was determined to be a component failure. Corrective action will include replacement of the power filter to resolve the issue. No patient involvement or user harm was reported.